Manufacturer narrative:
Device not yet received for evaluation. A follow up report will be submitted following the completion of the device evaluation.

Event description:
Baxter reports thirty seven incidents of fiber leaks with dicea dialyzers. The incidents occurred at the onset of the patient treatments. The dialyzers were reused between one and five times. No patients injury or medical intervention is associated with these reports.